Event description:
The graft "oozed" blood through its walls when the clamp was released. The doctor then packed the graft with sponges and reversed the heparin with protamine to stop the bleeding. The bleeding stopped and the graft was left in. During the procedure, a transfusion set was used and one unit was returned to the pt. In addition, the pt was given five units of packed red blood cells, four units of fresh frozen plasma and 2000cc of albumin. After surgery, in the ICU, an add'l two units of packed red blood cells and six units of platelets were given. The pt's condition was fine and the pt was subsequently discharged. Note: the nurse states that the overall blood loss during the procedure was approx. 1020cc, but the actual amount lost through the graft walls was unknown and could not be determined.